Manufacturer narrative:
The device was returned for analysis and pending investigation. The lot number of the device was not provided; therefore, the manufacture, expiration, and UDI number are not available as of the date of this report. Once the investigation is completed a supplemental report will be submitted. Manufacture reference number: (B)(4). This report is related to mdrs # 3011649314-2024-00394, 3011649314-2024-00396, 3011649314-2024-00397, 3011649314-2024-00398.

Event description:
It was reported that the inclusive tapered implant failed on an unknown tooth number. The patient has type ii bone quality and oral hygiene status is unknown. On (B)(6) 2021, the patient presented for a primary procedure. Implants were implanted on tooth 20, 22, 27, 29, and 30. On (B)(6) 2024, the patient returned with pain, swelling, and infection. At that time, the provider determined there was a failure to osseointegrate and explanted the device. The patient's symptoms resolved after implant removal and the patient's current status is good.

Manufacturer narrative:
The device was tested, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive tapered implant lot# 6095727 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive tapered implant lot# 6095727 and found no additional product in stock. Investigation methods/results: 3 implants were returned but not in the original packaging. The returned implants were returned for (B)(4), but it could not determined which implant was associated with its specific tooth number. The first 2 implants were verified to be inclusive tapered implant 3.7 mmd x 8 mml x 3.5 mmp (70-1070-imp0005) using the radiographic template (gd-437-091015). There were no defect or non-conformity observed and the threads were intact. However the size of the final implant could not be determined as there were fractures on the top of the implant and dents throughout the implant. Matter was observed in the treading of the implants. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of smoking, htn, and dm. IFU 4989 rev 4 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 4989 rev 4 (inclusive tapered implant system) contains the following statement in the surgical procedures under the precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 4989 rev 4 (inclusive tapered implant system) contains the following statement in the warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 4989 rev 4 (inclusive tapered implant system) contains the following statement in the warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the inclusive tapered implant failed. The patient has type ii bone quality and oral hygiene status is unknown. On (B)(6) 2021, the patient presented for a primary procedure on tooth #22. On (B)(6) 2024, the patient returned with complaint of pain, swelling and infection. At that time, the provider determined the implant failed to osseointegrate and explanted the device. The patient's symptoms resolved after implant removal and the patient's current status is good.